Manufacturer narrative:
(B)(4). The evaluation and repair will be completed by a non-covidien service provider. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, during use on a patient, an ht70 ventilator went into a ventilator inoperable condition and shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.